Event description:
Covidien received information from a hospital in (B)(6) stating that an 840 ventilator stopped cycling on a pt. The ventilator alarmed at the time of the event. The customer reported that the pt is a new born that went into cardiac arrest and underwent a thoracolaparotomy. It is unclear at this time if the reason for the surgery was caused by the device failure or by pt's medical condition. Covidien inspected the device and replaced the o2 sensor. The pt's condition is unknown at this time. This event is still under investigation.